Event description:
Known severe as, last measured ava 0.8. Attempted to place impella cp but met significant resistance. Unable to cross valve with impella. Aborted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed